Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Angina, hypotension, ischemia, and restenosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the left anterior descending artery. The patient had increasing exertional chest pain and had a positive stress test demonstrating myocardial ischemia before undergoing a screening colonoscopy. Cardiac catheterization was performed on (B)(6) 2011 and revealed the previous stent to be patent; however, there was significant stenosis in the target vessel, as well as left main coronary artery disease. On (B)(6) 2011, the patient underwent coronary artery bypass grafting x 3. A mild pericardial effusion was noted. Chest tubes were placed in the anterior and diaphragmatic mediastinum, as well as the left pleural space. The patient experienced hypotension on the first postoperative day. The patient also had expected blood loss anemia and acute chronic renal failure. On postoperative day 2, the patient received 2 units of packed red blood cells for treatment of the expected blood loss anemia. The patient's condition continued to improve, the chest tubes were discontinued and the patient was discharged to home on postoperative day 5, (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.